Manufacturer narrative:
(B)(4). Batch # t5cd41. Investigation summary: the analysis results found that the ats45 device was received with no apparent damaged and with two tr45w reloads present. The reload (b) was received fully fired. The reload (c) was received partially fired 1/10 and with the reload lockout spring damaged. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples meet the staple form release criteria. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. Two reloads: reload b: tr45w, r5785n, fully fired. Reload c: tr45w, r59r4c, partially fired 1/10 with locked damaged. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a lap nephrectomy the device wouldn't fire and was removed from service. It is unknown how the procedure was completed and there were no patient consequences reported.